Event description:
On (B) (6) 2004, the pt was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. The physician later identified aneurysm enlargement with no evidence of endotension. On (B) (6) 2010, the devices were relined with two aortic extenders and two contralateral leg endoprostheses. The pt is stable with no further complications.